Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Several worn instruments. 3 attune trials with missing balseals.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary : examination of the returned device finds the smaller balseal is missing. Based on CAPA (B)(4) determination suspected misuse as the root cause, the need for further corrective action was not indicated. Continue to monitor per post market surveillance sep-419. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.